Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient had a vaginal delivery on (B)(6) 2012 and suture was used to repair the perineum. During the procedure the needle broke and become lost in the patient. The patient underwent an x-ray and an additional procedure to locate and remove the needle fragment.

Manufacturer narrative:
(B)(4): the actual needle shows a fracture at the swaging area. We received the broken needle and the broken attachment end which was still attached to a thread piece. According to the visual inspection under a light-microscope, several marks of instrument were found especially at the attachment area, directly at the breaking point and at the needle point area which indicates that the needle was handled there. The appearance of the breakage indicates that the material was overstressed during use (first bent up and then breakage).